Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent and the main coil was found to be detached/separated. Functional testing was not performed since the main coil was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was not set up and maintained throughout the clinical procedure. The device was returned, and the coil delivery wire was found to be kinked/bent, the main coil was noted to be detached/separated. An assignable cause of user error was assigned to the reported issues coil in catheter friction and main coil damage, and to the analyzed issues coil delivery wire kinked/bent and main coil prematurely detached/separated during use, as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned device found that the subject coil prematurely detached/separated during use. There were no clinical consequences to the patient reported as a result of this event.